Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced loss of therapy. System diagnostics determined no anomalies on the leads. Reprogramming was tried to no avail. Surgical intervention was taken on (B)(6) 2017 wherein the ipg was explanted and replaced with another model which resolved the issue.